Event description:
During evaluation of the device by baxter on november 4, 2009, it was discovered that the stop key was inoperable. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary: the condition of stop key is inoperable was confirmed. The reported condition was due to cut traces on the pump head module keypad flex cable. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)